Event description:
It was reported that this pacemaker was explanted due to infection, according to the field representative. No additional adverse patient effects were reported. The product has been received for analysis as an ncpr.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, baseline testing was completed on the device and found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observations.

Event description:
It was reported that this pacemaker was explanted due to infection, according to the field representative. No additional adverse patient effects were reported.